Event description:
On (b)64) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began on (B)(6) 2011. The patient informed the cca that she manages her diabetes with insulin (set dose). Due to the subject meter not powering on, the patient stated she discontinued taking her insulin. The patient denied developing symptoms; however, reported that on the evening of (B)(6) 2011, she went to the ER. During the ER visit her blood glucose was tested with the hospital meter and her blood glucose was "395 mg/dl". The patient claimed she was treated with insulin. At the time of troubleshooting, the cca noted that the subject meter's battery was not due to be replaced per the owner's booklet recommendation. At the time of the call the subject meter would not power on manually or when a correct test strip was inserted. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k061118.